Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the broach adapter device, and it was determined that the described failure ¿the adapter is not locking¿ by the customer was confirmed. It was determined that the most probable cause for the damaged guide pin is improper handling as the broach was not properly secured prior to impacting. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that all the attachments were binding up in the collar of the impactor device and the adaptor device was not locking. During in-house engineering evaluation it was determined that the guide pin was damaged, the device failed functional and visual assessment due to damage to the latch and the body of the adapter, and attachments could not be attached or removed. There were no reports of delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.